Event description:
It was reported that the beeper was disabled. It was disabled on (B)(6) 2025 after the patient had an MRI. Technical services advised the beeper needs to be tested and checked when the patient comes in for a follow-up. There were no adverse patient effects. The system remains implanted.